Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection, service repair noted the following findings: a full technical evaluation was completed in accordance with the original equipment manufacturer (ome) specification. The air/water supply volume was inspected for an air and water flow issue. Indeed, neither air nor water at the output of this endoscope was observed due to a clogged nozzle. A solid material whose origin could not be identified was removed from the nozzle. No deformation of the hose of the nozzle was observed. The instrument was partially disassembled, and one cp-plate was noticed broken resulting in the angulation in up direction being insufficient. Note that the others are also affected but to a lesser degree. Plus, all the angle wires in the coil pipe were noticed stretched. Please note that the customer did not report any issues with the angulation function. Air leak inspection did not show any water leakages. Furthermore, the following findings during device inspection noted : rubber glue is separated. One lg-rod lenses is cracked. S-cover scratched. Universal cord unit has wrinkles. Cp-plate is broken. Angulations are out of specification. Biopsy channel is worn: no malfunction reported but coloring/scratch noticed inside the channel. Evaluation findings found the customer reported issue of "air/water" was confirmed as no water/air output found during testing. The issue found to be attributed to clogged nozzle. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue with complaint description of "air/water issue". The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found clogged nozzle with foreign material.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the foreign material in the clogged nozzle was unable to be identified. Additionally, the root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿operation manual - preparation and inspection -- inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Operation manual - inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function." Additionally, the instructions for use states on reprocessing of the air/water nozzle and channel as follows: "reprocessing manual - precleaning the endoscope and accessories: flush the air/water channel with water and air. Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the air/water channel cleaning adapter (mh-948) after each patient procedure. Flush the air/water channel with detergent solution.¿ olympus will continue to monitor field performance for this device.